Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) ((B)(4)). (B)(4) sent this device to a third party laboratory for additional microbiological testing. The additional microbiological testing indicated no microbial growth for the all channels of this device. Therefore, the testing result cleared the (B)(6) guideline. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The device had been manually reprocessed using peracetic acid. There was no report of patient infection associated with this report. [1st time; ((B)(6) 2018)] unspecified microbes (59,375 cfu/100ml); [2nd time; ((B)(6) 2018)] unspecified microbes (556 cfu/100ml); [3rd time; ((B)(6) 2018)] unspecified microbes (1,176 cfu/100ml), geotrichum (the number of microbe is unknown.) ; [4th time; ((B)(6) 2018)] suction channel: unspecified microbes (5,000 cfu/100ml); auxiliary water channel: no microbe air / water channel: no microbe. [5th time; ((B)(6) 2018)] unspecified microbes (10,500 cfu/100ml).